Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4330645. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after using a 25 g x 5/8 in. Bd¿ general use sterile hypodermic needle to inject a radioactive isotope into a patient, a nuclear medicine technician withdrew the needle and recapped it so it could be removed from the syringe. The needle penetrated the cap and lead to a contaminated needle stick injury. The technician received post exposure lab work per hospital policy.